Event description:
During an in-clinic follow-up, increased pacing impedance was noted on the right atrial (ra) channel of the device. An x-ray was performed and no anomalies were observed. No intervention was performed and the patient was stable and will continue to be monitored.